Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same date the sensor was inserted, after lunch, the patient was watching tv and she started to feel weak, shaky, sweaty and tired. The cgm was 156 mg/dl and the blood glucose reading was 54 mg/dl. The caregiver took the patient to the emergency room, there the patient was treated with glucagon and IV glucose. The patient was also given a peanut butter and jelly sandwich. The patient stayed in the hospital for 3 hours under observation; her cgm reading was 236mg/dl and the bg reading was 226mg/dl. After 3 hours the patient was discharged and went home. At the time of the report the patient was recovered and the cgm reading was 311 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.